Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012- the patient was implanted with a non-davol/non-bard vaginal support system during a vaginal repair procedure. (B)(6) 2012- the patient was implanted with a bard/davol flat mesh during an abdominal sacrocolpopexy procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.